Event description:
It was reported that the patient had his inflatable penile prosthesis implanted on (B)(6) 2014. On (B)(6) 2015 he returned to surgery to have the reservoir repositioned, but components were still functional and nothing was replaced.